Event description:
The customer reported a retinal tear occurred while trying to remove the trocar. Additional information received from the customer stated the surgeon repaired the tear with a scleral buckle. Multiple attempts made to surgeon for patient status with no response.

Manufacturer narrative:
No sample has been received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed, when additional reportable information becomes available. This report mailed in to FDA on: 05/14/2008.